Event description:
A female underwent radio frequency ablation therapy of the liver in 2007. After the ablation was finished, the grounding pads were removed from the pt's thighs. Upon removal of the pads, burns were observed on the inner left and right thigh as well as the outer left thigh. The burn on the inner right thigh was worse than the left. The hosp (clinical engineering) performed output and safety inspections on the device. The tests verified electrical safety, radio frequency outputs and alarm all passing inspection. The initial info was received via medwatch form from the FDA. Attempts at follow up with the hosp have proven unsuccessful.

Manufacturer narrative:
Several attempts have been made to contact the complainant regarding return of the device however, these attempts have been unsuccessful. A failure analysis could not be performed due to the non return of the product. An analysis of the nov 2007 pad burn complaints have been reviewed, indicating pad burns have decresed in the last three months. If the unit is returned in the future, a complete eval will be conducted and a supplement submitted.